Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for post operation follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. It was suspected that the lead had dislodged. The lead was capped and replaced. The patient tolerated the procedure well and would continue to be followed normally.